Manufacturer narrative:
Concomitant medical product(s): 5554-45 lead, implanted: (B)(6) 2008; 6944-58 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited an insulation breach near the proximal end of the lead. The lead remains in use due to physician judgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician has attempted to repair the lv lead.